Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc winged shielded IV catheters with blood control technology were found with bent, damaged tips before use. The following information was provided by the initial reporter: the catheter tip is bent and therefore unusable. It happened 3 times to the same customer.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc winged shielded IV catheters with blood control technology were found with bent, damaged tips before use. The following information was provided by the initial reporter: the catheter tip is bent and therefore unusable. It happened 3 times to the same customer.

Manufacturer narrative:
H.6. Investigation summary : two photos of the defect were provided for investigation. A lot/batch number was not provided, therefore, a review of the device history record could not be performed. Our quality engineer reviewed the provided photos and determined that the first photo revealed that the catheter/adapter was not seated correctly and the catheter tubing extended above the needle. The catheter tip appeared to be slightly burred but the engineer could not determine if the tip was bent or had pierced through the tubing causing a kink. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without the physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.